Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and keypad anomaly. The blood glucose level was 85 mg/dl. The customer reported that the insulin pump was exposed to moisture. Customer reported that there was fluid in the battery compartment. Customer stated that there was no response from any button. The troubleshooting was performed for critical pump error fluid exposure and keypad anomaly. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the displacement test, rewind test, prime/seating test, occlusion test, active current test, sleep current test and self test. Device failed the basic occlusion test and force sensor test due to moisture damage on the force sensor. Upon visual inspection, moisture damage was also found on the electronic assembly.